Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery device, (B)(6) 2021 the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). The initial reporter's complete facility address was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that at the end of an unspecified surgical procedure, it was discovered that there were plastic pieces broken off from the bottom of the impactor device when the scrub technician took the battery off the impactor device. According to the reporter this may have happened as a result of the battery being put on at a different angle to start, which bent the plastic. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred of the 11th day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.